Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 11 states, ¿wear and/or deformation of articulating surfaces.¿ number 14 states, "postoperative bone fracture and pain."

Event description:
It was reported patient underwent a total mom hip arthroplasty on an unknown date. Subsequently, patient was revised on (B)(6) 2004 with a custom liner due to unknown reasons. Subsequently, a future revision procedure has been indicated due to pain and poly wear; however, a second revision procedure has not been reported at this time. No further information has been provided.